Event description:
A surgeon reported an intraocular lens (iol) was explanted. In a f/u, the surgeon reported the pt experienced blurry distance and near vision, as well as, ghosting images. The surgeon reported the event resolved with treatment. In his opinion, the device did not cause/contribute to the event and reported there was a "positioning effect and slight power error."

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 04/13/2012 and 04/02/2012 by phone, fax and mail. A completed questionnaire was received on 04/24/2012. (B)(4).